Manufacturer narrative:
Reporter is company representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during the final tightening of a spine case the t20 expedium 5.5 final tightener was skipped. It was found stripped. The surgery was completed successfully without delay. There were no patient consequences. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is for (1) final tightener x20. This report is 1 of 1 for (B)(4).